Manufacturer narrative:
The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Device inspection is pending, the investigation is currently on going. All relevant information received will submitted in a supplemental report.

Event description:
The customer reported wifi connectivity issues with the eli380 unit. There was no adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. ¿ device is indicated for use to provide interpretation of the data for consideration by a physician. ¿ device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. ¿ the interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. ¿ device is indicated for use on adult and pediatric populations. ¿ the device is not intended to be used as a vital signs physiological monitor. The device was returned for repair where upon inspection, it was determined that the main board was corrupted. The technician replaced the main board and updated the software version to v2.6.1.1, the latest version. Although there was no patient injury reported, if the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s, which may result in a delay of patient treatment which could cause or contribute to a serious injury or death. Therefore, hillrom is reporting this reported connection failure as a product malfunction.

Event description:
The customer reported wifi connectivity issues with the eli380 unit. There was no adverse event reported. This incident was captured under hillrom complaint ref # (B)(4).